Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on approximately (B)(6) 2017. The patient stated that a large blister, 1 inch by 3/4 inches wide, was seen with redness around the adhesive of the sensor. The patient did not remove the sensor. On (B)(6) 2017, the patient called a doctor and was advised to call dexcom. Reportedly, the blister started to go down during the call. No medications were prescribed and no treatment was performed. At the time of contact, it was indicated that the patient¿s condition was improving. No additional event or patient information is available.